Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ac adapter (B)(4) was returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the device passed visual inspection. Functional testing revealed the adapter stopped providing power when the inlet cable got bended close to the strain relief. Supplemental testing revealed damage to one of the wires within the connector¿s strain relief; the damage will cause an open circuit if the wire is bent. Internal inspection did not reveal any abnormalities. Log file analysis revealed several instances of momentary disconnections involving an adapter within the analyzed period. Momentary disconnections will result in an audible tone or ¿beep¿. Log files did not reveal any power disconnect alarms within the analyzed period; however, it is likely that the damaged cable is related to the reported "power disconnect". Additionally, the momentary disconnections could be related to the observed damaged cable. As a result, the reported events were confirmed. The most likely root cause of the reported controller not recognized event can be attributed to an intermittent connection due to the damaged cable wire, likely due to wear and/or the handling of the device. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the observed momentary disconnections due to fretting corrosion of the power-source pins, contamination on the contr oller receptacle sockets/power source pins and/or damaged connector. Even though this CAPA is now closed, cac602017, falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after connecting the controller ac (cac) adapter to power port two, a power disconnect and "reconnect power 2" alarm occurred suddenly after six hours. Immediately after connecting the cac adapter it was recognized by the controller, but over time the cac adapter ceases to be recognized, triggering a power disconnect alarm. The cac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.